Event description:
The customer has reported that the device stopped ventilating a patient and that the patient had high intra cranial pressures when the ventilator stopped working,r requiring some 5% saline dosage.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Manufacturer narrative:
The description of the event and the logfile sent provided a basis for the investigation. All information available have been analyzed regarding the reported interrupted ventilation. The reported symptom could not be confirmed as the device had reacted on a given situation as specified. A device related technical issue was not given and a repair not necessary. However, the behavior of the device can be explained by the logfile entries. The ventilator had identified a large leakage in the patient hose system and alarmed several times for "disconnection" and in the following for "apnea." As the "anti-air-shower- function" was activated the device consequently decreased the applied flow. The "anti-air-shower-function" which is disabled per default and can be activated by the user, reduces unnecessary high flow due to hygienic reasons. Details are explained within the instruction for use. This behavior was interpreted by the operator as a ventilation stop. As no technical failure was detected and the device reacted on a given situation as specified, further measures were not taken.